Event description:
Silicone drain-hubless was placed during procedure on (B)(6) 2010. Functioned normally until morning of (B)(6) 2010, when the device looked "dislodged" when the rn assessed. The physician was called. Later that day, the physician made rounds and during his evaluation of the pt, the device was noted to be broken/dislodged. The pt returned to the operating room to remove the rest of the drain on (B)(6) 2010.